Event description:
The core micro drill was sent for eval because it was overheating during a procedure. The procedure was completed with a readily available spare device; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted on the motor assembly.